Event description:
The patient's generator was later explanted due to battery depletion. It was returned to the manufacturer and underwent product analysis. Internal review of generator data found that high impedance could be seen earlier than originally reported. No other relevant information has been received to date.

Event description:
Patient presented with high lead impedance. The patient's parent noted that the patient had no physical trauma or falls that may have contributed to the high lead impedance; however, it was noted that the patient occasionally picks and scratches at the device implant site. Physician later noted that the high lead impedance was caused by the patients scratching and manipulating the generator implanted site. X-rays were taken for the patient and it was noted that the lead was confirmed to be disconnected from the generator. The x-rays have not been received or reviewed by the manufacturer to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.